Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty determining capture on the atrial lead for all 3 beats of the threshold margin test (tmt). It was also reported that "during 85 at programmed av delays", p-waves are prominent. The device remains in use. No patient complications have been reported as a result of this event.